Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. The anterior stabilized tibial bearing was removed and replaced with a cruciate retaining tibial bearing.